Event description:
During a plastic surgery procedure of a duration between 10-15 minutes, with an illumination intensity of 100%, pt received a small thermal injury. Pt was treated with a topical ointment. There is no anticipated adverse outcome from this event.